Manufacturer narrative:
The insulin pump alarmed with a button error and had intermittent response from two buttons due to corroded keypad traces. The pump was also received with minor scratches to the display window and the device had a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 76 mg/dl. The customer changed the battery but that method failed to clear the alarm. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.